Event description:
It was reported that there was a loss of efficacy which was unrelated to the stimulation therapy. Patient had a return of tremor. While attempting to check the device received a message screen of an exclamation in upper right with an x with a circle around it with a caption. The patient was meeting with the healthcare professional on the day following this report to assess the implantable neurostimulator (ins). It was noted that the last voltage measurement was 3.0v. It was noted that the rechargeable device was checked frequently but was unsure about the other device. It was later reported that while stimulation was turned on the patient had a loss of therapeutic effect. There was a loss of therapy and a return of tremor on one side though stimulation was on when the device was interrogated. The symptoms occurred following a fall. The patient fell and hit his head on (B)(6) 2013. The patient had a good gash on his head. It was noted that they were unable to adjust stimulation. There were some out of range values with impedances. It was noted that there was a message on the clinician programmer about a possible broken wire and he thought there was a value that was very low. It was noted that a report found in session queue did not have impedance results. The healthcare professional thought that the electrodes with out of range impedances were involved with programming but was unable to verify this since impedances were not available. It was noted that they were going to do an x-ray on the day of this report and may consider revision. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# l84465, implanted: (B)(6) 2000, product type: lead. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0220216v, implanted: (B)(6) 2002, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387-40, lot# l84465, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3387-40, lot# j0220216v, implanted: (B)(6) 2002, product type: lead. (B)(4).